Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked. Unrelated to this issue, the time and date reset to default settings when the pump was rebooted. The pump case was removed, and the internal clock battery on the printed circuit board was found to have failed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 02/10/2017.